Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23013 when the system powered on. The customer power cycled the system but the error returned. The technical service engineer confirmed the reported error pointing to the right master tool manipulator and had the customer hard power cycle the system. The error persisted upon the restart and the customer opted to move the case to another dv system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse replaced the right master tool manipulator (mtmr) for error. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A system log review revealed the 23013 error was found indicating pot to encoder fault on the mtm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the system, where it failed sine cycle. The probable root cause could be attributed to the axis 1 motor failure.